Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was failed. A field service engineer (fse) replaced in latch inseparable and the station was rebooted. During initial service, main drawer 4.1 row e failed on boot. Hardware test application (hta) confirmed the row was not present. The row board connection was checked and reseated, and the station was rebooted. A firmware update was then run, followed by another reboot. After the station restarted, all cubies were confirmed present. The drawer and cubies were tested successfully in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer, full size cubie drawer 5, displayed a recover storage space message but could not be recovered. The station was rebooted three times, including a hard reboot, but recovery was still unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.